Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The aneurysm measured 60 mm. On (B)(6) 2011, follow up revealed the aneurysm measured 59 mm. On (B)(6) 2011, follow up revealed the aneurysm measured 59 mm. On (B)(6) 2012, follow up revealed the aneurysm measured 59 mm. On (B)(6) 2013, follow up revealed the aneurysm measured 61 mm. On (B)(6) 2014, follow up revealed the aneurysm measured 63 mm. On (B)(6) 2015, follow up revealed the aneurysm measured 68 mm. The cause of the endoleak was not reported. No intervention was reported.